Manufacturer narrative:
Although requested, the affected devices have not been received. A follow-up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that one nurse cut her finger on the underside of the pump. She needed a pressure dressing with tegaderm to stop the bleeding. The nurses work in tight spaces and need to maneuver the pumps. One example is working with stations/mouse by the computer. Although requested, no further details were given.